Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 4x daily and his results are usually between ¿75-130 mg/dl.¿ the patient manages his diabetes with novorapid insulin and lantus insulin. It is not specified when the alleged issue began. The patient reported blood glucose results of ¿72 mg/dl¿ with the subject meter and ¿44 mg/dl¿ on another meter, performed within an unspecified time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Prior to testing, the patient claimed he felt symptoms of numbness and itching in the tongue which he associated with low blood glucose. The patient ate glucose as treatment and felt better about 15-20 minutes later. The patient did not recall blood glucose results obtained prior to the onset of symptoms; however, denied making changes to his usual management routine. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of ¿numbness and itching in the tongue" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.